Event description:
Customer stated that about a month ago they tested and received a result of "lo" and went to the emergency room where they received a result of 300 mg/dl. They tested about an hour ago and received a result of 479 mg/dl but don't feel that high. While on the phone, a review of the system was attempted. The customer did not have the necessary testing supplies to complete the review. Testing supplies were sent to the customer to complete the system review. The customer was invited to call 24/7 with future questions/concerns.